Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports starting to use the top tray that was ordered in (B)(6) 2024 and it is too tight, and too wide (top to bottom) since it doesn't fit all the way. It is also cutting the bottom of the gum on the two front teeth. The bottom tray feels ok.